Event description:
The customer reported to customer service that her breast pump had lost suction and she was not able to express any milk with the pump. She had mastitis and a clogged duct, coupled with very painful engorgement "because of the faulty pump."

Manufacturer narrative:
Customer service provided troubleshooting tips and requested the customer call in for add'l assistance. In f/u with the customer on (B)(6) 2012, the customer indicated that the pump would consistently suck milk into the tubing, had lost suction, and she had consequently suffered from a clogged duct and then loss of milk supply. The mastitis began on (B)(6) 2012 and was treated with an antibiotic. Customer indicated she exclusively pumps and began doing so with this pump as soon as her milk came in (approx (B)(6) 2012). Customer was careful to properly maintain the pump and to follow all instructions for proper use. Per the customer, her mastitis had resolved, though recently she had a clogged duct as a result of the lack of suction on the pump. She purchased a new pump and confirmed that has been working to revive her milk supply. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed. We will monitor complaints for similar issues.